Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/01/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). It was reported that a signal noise occurred at the electrical potentials 15-16 of the lasso 2515 nav eco catheter and catheter was not displayed properly (the catheter was displayed bristly). Additionally, a pericardial effusions was observed when the rv catheter was placed but the blood pressure was stable, so the procedure was continued. Then the blood pressure dropped suddenly during the procedure. The cardiac drainage was performed and the blood pressure recovered. The procedure was continued and pvi was finished. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance it was found within specifications. Furthermore, a deflection and contraction tests were performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
It was reported that one (B)(6) male patient underwent an afib. Ablation procedure and suffered cardiac tamponade which was treated with pericardiocentesis. Pericardial effusions was observed after transseptal puncture. Generator was used under power control mode. The procedure was completed. The patient is fully recovered, and was quite well on (B)(6) 2016. It was also reported an non-MDR reportable issue during the same procedure. A signal noise occurred at the electrical potentials 15-16 of the lasso 2515 nav eco catheter and catheter was not displayed properly. The issue was resolved by changing the catheter to another one and connecting to the 20b.